Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: g2 - company representative does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called the technical assistance center (tac), for assistance with the error where the video system center was showing dark image issues when connected to clv-190, and when it was connected it would show only color bars and intermittent images show up with statics around them. The issue was explained to occur when the scope bf-q190 was used, but the same one worked fine on the other tower. Tac representative suggested to the customer to swap the units and after swapping the units the issues was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had the color bar is displayed instead of the endoscopic image. The issue occurred during unknown event. There were no reports of patient harm.